Manufacturer narrative:
Results: one used sample was returned for evaluation. A visual analysis of the returned unit revealed that the catheter and metal wedge that secures the catheter to the catheter adapter were absent. A review of the device history record revealed no irregularities during the manufacture of the reported lot number 4239396. Additionally, a review of the pull force records between the catheter and adapter and the depth records of the crimping of the catheter plus metal wedge into the adapter were reviewed and all tests were within specifications. Conclusion: as absolute root cause for this incident cannot be determined, however, our quality engineer notes that although the investigation data does not show a statistical probability that the device failed due to any issues with the manufacturing process, it is possible that a failure could have occurred in the crimping station where the crimping force between the teflon catheter and metal wedge are assembled and this could have caused the release of the catheter and metal wedge as seen in the sample. Currently, quarterly preventive maintenance is conducted to clean and if necessary replace the valve that triggers the metal crimping station wedge into the adapter. As it is possible that impurities in the air valve could affect its correct function, the preventative maintenance will be changed from quarterly to monthly.

Manufacturer narrative:
(B)(6). A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd angiocath IV broke off in a patient. The patient received an x-ray and a CT scan to locate the broken catheter but it was not found. The patient was discharged to home and the hospital has not had any further contact with the patient.